Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported leak/splash in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation of the first clip delivery system (cds) (90830u256), a leak occurred at the gripper lever cap. Troubleshooting was performed, but the leak continued to occur. Therefore, the cds was discarded and replaced. A second cds (90830u257) was prepped per the instructions for use (IFU);however, while loading the clip introducer (ci) over the clip, the ci went inside one of the clip arms. The ci was easily removed from the clip and no damage occurred; however, the physician decided to replaced the clip. There was no clinically significant delay in the procedure. No additional information was provided.